Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a stem inserter tip broke off into integral stem implant. We could not remove the broken piece so we had to implant a echo stem instead. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was returned and visual examination identified the device handle had been cracked. The strike plate and guard on the handle have impact marks. The threaded tip of the device had fractured with the fractured piece not returned. The DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.